Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 19/36 kit w/slot. The customer stated that after the nurse connected the catheters, the two sets of catheters showed blood oozing; blood oozed from 1.5cm under the suture wing. Patient was involved w/o injury. No medical intervention. Re-intubation was necessary. The procedure was for catheterization in right internal jugular vein. The product tested prior to use, no problem was not detected.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.